Event description:
X-rays were performed on the driveline. A cosmetic repair to the damaged outer layer of the driveline was performed.

Manufacturer narrative:
A2: patient information requested but not available per account policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed advisory, low flow advisory, and driveline fault alarms. Although a specific cause for the low speed events could not be conclusively determined during this evaluation, based on previous experience, the low speed events captured in the submitted log files appeared consistent with potential driveline wire compromise. The submitted log file captured multiple low speed events while the system was connected to the power module. The driveline fault alarm also became active during the log file. The pump otherwise maintained a speed above the low speed limit (lsl) and appeared to function as intended when connected to battery power. There were no other notable alarms active in the log file. The submitted driveline x-rays showed internal and external portions of the patient¿s driveline. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted photograph showed the external portion of the driveline wrapped in tape and the underlying damage to the outer jacket was no longer visible. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU and the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents also instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook and the IFU provide information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.